Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her daughter¿s onetouch verio iq meter was not holding charge. The complaint was classified based on information obtained by the customer service representative (csr). The reporter stated that the alleged meter issue began sometime in (B)(6) 2018. The reporter stated that her daughter manages her diabetes using insulin pump therapy, it is unclear if any changes were made at the time of the meter issue. The reporter did state that ¿sometimes they increase and decrease her novolog¿. The reporter alleged that at an unknown time after the meter issue, her daughter developed symptoms of ¿nausea, cold sweat, tremble and very tired¿. In response to the symptoms, the patient was treated with glucose tablets. During troubleshooting, the csr noted it was not the first time the meter was being used, that this was a recurring issue, and there was no evidence of misuse of the product. Csr noted that from the information obtained there was no evidence the battery required changing. The reporter confirmed that she had charged the meter until the charge complete message had appeared. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.